Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances, loss of capture (loc) and is thought to be fractured. As a result, the lead was explanted and replaced with a competitor lead and the boston scientific device was re-used with the new lead. To date, no adverse patient effects have been reported.